Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when the physician opened the catheter box containing 10 bottles, some of the individual packaging was damaged. As per the follow up information required on 27may2024, the customer confirmed that the catheter package was damaged. They also stated that there was no damage to the small box and when they opened the package, only one of the bottles were damaged.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. Potential root cause for this failure mode could be open seal or torn pouch. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "method of use: the device is intended for single use only and is not reusable. Cleanse the area around the external urethral meatus with the cotton balls immersed in the antiseptics. Lubricate the distal end of the catheter with water soluble lubricant. Insert catheter into the urethral meatus and advance it until the balloon enters the bladder and urine flows out through the catheter. Using a needleless syringe, infuse the specified volume of sterile water into the inflation lumen to inflate the balloon. As to double balloon catheter, infuse through the valve printed bladder for balloon inflation. After the prostatic balloon part of the device enters the prostate, using a needleless syringe, infuse the specified volume of sterile water through the valve printed prostate to inflate the balloon. Pull catheter to seat the balloon at the level of the bladder neck and secure placement. To deflate balloon and remove catheter, insert a luer tip needle less syringe in the inflation valve to allow the water to drain spontaneously. After balloon deflation, withdraw the catheter while confirming that no resistance is encountered." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when the physician opened the catheter box containing 10 bottles, some of the individual packaging was damaged. As per the follow up information required on 27may2024, the customer confirmed that the catheter package was damaged. They also stated that there was no damage to the small box and when they opened the package, only one of the bottles were damaged.